Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. The caller reported that the screen on their recharger was blank. The caller reported that the recharger did not work and the ins was dead. The caller reported plugging the recharger into the wall did not resolve the blank screen. The caller confirmed that the green light was illuminated on the desktop charger and the connector pin did not seem loose or bent when plugging it into the recharger. The caller reported that when plugged in, nothing came on the screen and the recharger did not beep. The caller reported that the recharger would not take a charge. The caller reported that the ins died on (B)(6) 2018 and they reported that the patient could not move and felt like they were having a constant panic attack. The caller called back later that day reporting that the patient was "a mess." The caller reported they obtained a loaner recharger from their healthcare provider (hcp) and that the patient had charged some already. The caller reported they were seeing their hcp again tomorrow to possibly turn the ins back on. A replacement recharger was sent to the patient. No further patient complications have been reported as a result of this event.